Event description:
Caller reported that the pump's quick bolus and wake button was difficult to press and often required multiple presses to activate the screen. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller on proper button pressing techniques and assisted in removing the pump from its case, yet the issue persisted. As a resolution technical support arranged for a replacement pump. The caller was instructed to use a backup insulin delivery method and agreed to return the problematic pump using a prepaid label.